Event description:
A 7.7 inr with protime system vs. 10.7 inr with unspecified lab system. Therapeutic range greater than 4.6 inr. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures.